Manufacturer narrative:
Should additional information become available regarding this event it will be re-evaluated and a follow-up report will be sent.

Event description:
Clinical study site 004, subject 708: on (B)(6) 2009, pt was implanted with miniarc sling. On (B)(6) 2009, pt reported urinary retention. On (B)(6) 2009, pt had a procedure to loosen the tension of the miniarc sling. On (B)(6) 2009, the pt had a repeat procedure to release the tension of the miniarc sling due to continued retention. Event reported resolved on (B)(6) 2009.